Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer reported that blood glucose level was coming down 500 mg/dl, 30 mg/dl, 40 mg/dl, another blood glucose level was 406 mg/dl, 370 mg/dl, 350 mg/dl. The customer treated with the insulin pump. Troubleshooting was offered for high blood glucose, the customer stated that she was coming down. The insulin pump will not be returned for analysis.